Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of stored device memory found the battery voltage functioned as intended and no anomalies were observed during analysis of device data. An attempt was then made to upgrade the device firmware to perform further testing, however, the device became stuck during the upgrade and further communication was unable to be performed. No further laboratory testing was able to be completed. Based on review of device data, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.